Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted prophylactically, and the patient was discharged.